Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that motor was making a noise during the rewind and insulin pump received no delivery alarm. The customer's blood glucose was 259 mg/dl. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive motor anomaly or unexpected motor noise noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).